Event description:
It was reported that the internal screw on healing abutment stripped. Extensive trouble retrieving healing collar which included rep on site; suspect that this compromised integration. Tooth #30. Had to drill away at healing abutment to retrieve; would not have been able to restore this implant. Took forever; had to reschedule patient to sedate her to get abutment off.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: first name unknown / not provided.

Manufacturer narrative:
Zimvie received one (1) teeha365, (tsv bellatek encode emergence healing abutment 3.5mm(d) 6.5mm(p) 5mm(h) for evaluation. Visual evaluation was performed, the abutment was damaged at the drive feature region, likely due to the removal process. The encode abutment's bundle screw was not returned for evaluation. No malfunction was identified with the returned implant. DHR review was completed for the subject lot number 1284983. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1284983 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: damaged drive feature¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was the torque applied during placement/seating exceeded the recommended value. Therefore, based on the available information, a device malfunction did occur. The abutments drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.